Event description:
It has been reported to the company that the preparation of the device went fine. Device was passed into the saphenous vein graft and dialed to 5.5mm and aspirated twice and after the second aspiration the balloon burst in the middle. Device was removed and replaced with another to complete case.